Manufacturer narrative:
Retainer ring = black. Customer returned pump for alleged "no delivery"/"insulin flow blocked" alarm, keypad unresponsive/button error alarm, missing segments/partial display and cosmetic damage located at the lcd window found on 23-apr-2021. Device passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, self test, and p-cap locks properly into the reservoir compartment. No "no delivery" alarms noted during testing. Successfully downloaded history files and traces using thus. No "no delivery" alarms were found in the history files/traces on event date. Device was cut open to perform visual inspection and found no evidence of physical or moisture damage. Lcd display showed no evidence of damage. Force sensor zero offset within specification. No stuck key alarm found in the history files or traces. Pump passed the keypad voltage test. The following were noted during visual inspection: scratched case, pillowing keypad overlay, cracked keypad overlay, keypad overlay texture damage, damaged display window cover, serial number label faded, minor scratched lcd window. "No delivery alarm" /"insulin flow blocked" alarm was not confirmed during testing. Keypad unresponsive/button error alarm and missing segments/partial display not confirmed. Alleged cosmetic damage located at the lcd window confirmed. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that insulin pump had button error alarm and scratched on the screen that somewhat impair visibility. The insulin pump had no delivery alarm and rejected new batteries. No harm requiring medical intervention was reported. The device will not be returned for analysis.